Event description:
It was reported while performing a persona total knee and running through a range of motion with the trials, the bottom part of the trial poly broke. There was no consequences or impact to the patient.

Manufacturer narrative:
(B)(4) visual inspection of the returned item # 42517000303 lot # 63030250 found it to exhibit signs of repeated use nicked / gouged and has fractured on the medial side of the post feature. All pieces were returned. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.